Event description:
It was reported to st. Jude medical that the device was removed due to early battery depletion along with an extended charge time. It was also noted that the unloaded battery voltage measured 2.65v.